Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera iii xenon light source displayed a scope communication error code b30, with intermittent static images. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information received from the customer reported that another scope was used to complete the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, d9, e2, e3, g2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. Based on the investigation results, it was likely due to a faulty scope socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.